Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective x-ray controller pcb. The x-ray controller pcb was replaced and the calibration files were re-loaded. The system was tested and operates as intended. The system was released to the customer for use. There was no reported injury or negative effect to any patient as a result of this malfunction. The facility was unable or would not provide any patient information with respect to this issue. This malfunction also occurred prior to the start of a procedure.

Event description:
The ge oec 9800 fluoroscopy system failed to boot up prior to a procedure.